Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a documented history of a lesion or condition in the organ site of bleeding that could have contributed to a bleeding episode. The patient experienced spurting bleeding from a rubified polyp-like region in the greater curvature of their upper stomach.

Manufacturer narrative:
Section a: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. Patient identifier and date of birth should have been redacted from the initial report. Section b3: event date was estimated as it was not provided. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient's gastrointestinal (gi) bleed was diagnosed by gastroscopy. Anticoagulants and antiplatelets were discontinued. The bleeding was stopped with clips while checking the bleeding site with a gastroscope.